Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly and motor error. The customer's blood glucose value was unknown. The customer also reported that insulin squirts from cannula as opposed to drip and insulin pump had reject new battery. The customer also reported that the small crack on the top of the insulin pump screen. The insulin pump will not be returned for analysis.